Event description:
It was reported that this female patient's left hip was revised. Surgeon replaced liner with neutral xle cup and a +3.5 36mm biolox delta options head. Patient was last known to be in stable condition following the event. No other patient information /medical history reported. Product not returning - hospital kept liner.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 101-05-20 - 3.2mm drill bit 20mm 1pk. 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. 180-65-20 - alteon 6.5mm screw, 20mm. 186-01-52 - integrip cc, cluster 52mm, g2. 190-30-04 - alt ha s clr std sz 4.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e, g. Serial number, expiration and manufactured dates unknown. Implant date is unknown. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and the presence of liner wear identified in the pre-revision radiographs. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.